Event description:
Clinic notes dated (B)(6) 2013, indicate that the patient's mother feels the patient's vns is still working with the periodic voice change and cessation of seizures when swiping the generator with the magnet. The notes state that the patient had generalized convulsive epilepsy, with date of onset (B)(6) 2010. Follow up with the physician's assistant found that the note about the onset of the generalized convulsive epilepsy was carried over from previous notes and they had no additional information to provide.

Manufacturer narrative:
.